Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional information, the customers reported event was not able to be confirmed. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with the left cylinder higher than before treatment post laser assisted cataract surgery. Additional information has been requested.